Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that sixteen years after a male sling implant the patient was incontinent again. A surgical procedure was performed in which an artificial urinary sphincter (aus) was implanted and the sling was left inside the patient. No further information was provided.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported incontinence cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the sling instructions for use (IFU). The sling IFU lists incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that sixteen years after a male sling implant the patient was incontinent again. A surgical procedure was performed in which an artificial urinary sphincter (aus) was implanted and the sling was left inside the patient. No further information was provided.